Event description:
Femoral head replacement performed in 2004. The femoral head (cup) was dislocated from the acetabulum when the pt fell down. During a closed reducation, the ball connecting to the stem was taken out of the cup. The femoral head replaced the following month. No breakage was found on the implant which was explanted from the pt. The dislocation seems to be occurring by leverage function.